Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement procedure, the patient allegedly had hematoma-like crust formed on the port body placement. However, the current status of the patient is unknown.

Event description:
It was reported that approximately two years post a port placement, the patient allegedly had hematoma-like crust formed on the port body placement. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port and a cath-lock loaded onto a groshong catheter were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the returned catheter approximately 5.5cm from the distal end of the loaded cath-lock. The edges of the split on the catheter were noted to be uneven. It was determined to be a partial compound break. The surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the identified fracture, wear and deformation issues. However, the investigation is inconclusive for the reported hematoma as as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.